Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this returned components underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. Visual examination revealed that the pump kink resistant tubing (krt) was worn to the filament. No leaks were identified in the component; however, the pump did noy pass the activation test during functional evaluation. Both cylinders were visually inspected, and leak tested. During visual inspection, wear at a fold in the distal end of their bodies was identified. Both cylinders passed the leakage test. Based on the information available and analysis results, the pump not passing the functional evaluation could have caused or contributed to the reported clinical observation of device operates differently than expected; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis revision surgery due to an issue in the connecting tube of the pump and the cylinder. Both components were removed and a replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis revision surgery due to damaged tubing from the pump to the cylinder. Both components were removed and replaced. There were no patient complications.